Event description:
Summary of discussion with surgeon: device is used to staple, then divide and cut the rectum. Two rows of stapling are done above the rectum and 2 rows of stapling are done below the rectum. The device malfunctioned when the surgeon attempted to staple below the rectum. The surgeon had to work around the device. The staples and blades would not fire independently. The device issue prolonged the case 2 hours. The patient has been discharged with no negative effect.